Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer initiated a service repair request regarding an issue with the bed hook and states the unit was alarming. The unit was returned to a local covidien service center and upon triage on (B)(6) 2015 the service technician found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center. During triage, the unit's power cord was found damaged with exposed copper wires. The root cause of the power cord's condition can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Scd 700 compression system was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.